Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair (B)(6) 2013 and absorbable staples were used to secure the mesh. The staples were deploying properly until the surgeon got to an area where the patient had a previous surgery and a thick piece of biologic mesh was implanted. At that point, the staples were not penetrating all the way into the tissue and a few were loose. The surgeon changed to protacks and stay sutures to secure the mesh. The patient was closed without any further complications. Later, the patient complained of intense abdominal pain. The patient was brought back to the operating room and it was noted that the patient had a small hole in their bowel and some loose staples were surrounding the area. The patient became septic and expired on (B)(6) 2013. Additional patient, product, and event information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. No visual damages were presented on the returned devices. Both provided devices were manually fired. Both devices delivered and piloted the straps properly. The device met performance specifications. Additional information: there are two possible devices involved in the event as follows: gez734. Ejz110. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. There are two possible devices involved in the event as follows: strap12; strap25.